Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure that the instrument could not be connected. The pin could not be fixed. A new instrument was used to complete the case. There was no adverse pt consequence.